Manufacturer narrative:
Follow-up #1: date of submission 03/14/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/07/2016 with the following findings: the black box contained dates from 2/9/2016 to 2/16/2016; the black box and histories for the issue reported on 6/23/2015 have been overwritten. The available daily insulin delivery totals correctly reflected the programmed basal rates. Further testing could not be adequately completed due to moisture in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 225 mg/dl that dropped to 30 mg/dl associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump. Troubleshooting was unable to be completed at the time of the call and the reporter could not be reached for further information. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.